Event description:
Doctor complained of excess smoke coming from patient during procedure. Stated tip of the device seemed to be hotter than expected. Removed unit and all accessories from room and brought to biomed.it was stated to biomed by operating room (or) staff that the tip of the disposable set was "glowing red". Biomed contacted the manufacture to test the unit and the manufacture stated that they do not have a test fixture to verify proper operation of the unit. They requested that the unit and cannula be returned to them for investigation.what was the original intended procedure?vein harvesting for open heart procedure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.